Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s glucose was 75 mg/dl prior to a dexcom g7 sensor change, after which the new sensor displayed 366 mg/dl, confirmed by fingerstick at 388 mg/dl; the ilet resumed insulin dosing based on the new sensor, and a subsequent follow-up indicated the hyperglycemia was associated with a missed meal announcement after consuming a substantial meal. Symptoms included no acute clinical effects. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included user education and troubleshooting regarding timely meal announcements and monitoring after sensor changes. Investigation of this case revealed user-related hyperglycemia due to a missed meal announcement rather than a device or sensor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to missed meal announcement.